Manufacturer narrative:
The lens was not returned. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7551707) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens appeared to be vaulting anteriorly 1 day post implant in the patient's left eye. The patient noticed a decrease in vision. The lens was repositioned and a ctr was placed on (B)(6) 2015.